Event description:
Received a report from a consumer informing the company they inserted and removed a tampon without incident. Two weeks later they began not feeling well and sought a medical examination. Consumer indicated the doctor removed a cardboard tampon barrel and part of a tampon pledget.